Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device was explanted and replaced with a non-abbvie device. Device will be returned.

Event description:
Healthcare professional reported "prosthetic rupture". This record is for the right side. The device remains implanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Aware date of supplement medwatch#2: aware date should have been listed as 1/12/2026.

Event description:
Healthcare professional reported "prosthetic rupture". This record is for the right side. The device was explanted and replaced with a non-abbvie device. Device was returned.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "prosthetic rupture". This record is for the right side. The device was explanted and replaced with a non-abbvie device. Device was returned.